Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Scar tissue creating resistance. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor tried to advance the angio-seal device in the patient and the device would not advance. The procedure was a left heart catheterization, right groin using a 6 french sheath. Manual pressure was held, and the patient was in stable condition. The procedure was a success. There was no patient injury, medical/surgical intervention required. Additional information was received on 16february2021: there was a pre deployment angio done.